Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of ten devices used during the same procedure. Manufacturer report # 3005099803-2010-02151, 3005099803-2010-02152, 3005099803-2010-02153, 3005099803-2010-02154, 3005099803-2010-02155, 3005099803-2010-02156, 3005099803-2010-02157, 3005099803-2010-02158 and 3005099803-2010-02159 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system, and eight polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis on (B)(6), 2010. According to the complainant, during the rf procedure, a console error (p1) occurred twice. The first error appeared while ablating at 120 watts approximately seven minutes into the procedure. The physician changed all four pads, but the same error (p1) recurred. At this time, the physician partially retracted the electrode needle until roll-off occurred then re-deployed a few minutes later. The procedure was successfully completed with no patient burns. However, post procedure, brown marks were observed on the patient / gel side of each pad. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. However, information received noted that the device was used to ablate the pelvic bone. The rf generator and leveen electrode directions for use (dfu) describe the general indication of soft tissue ablations with a specific indication for liver ablation. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of ten devices used during the same procedure. Manufacturer report # 3005099803-2010-02151, 3005099803-2010-02152, 3005099803-2010-02153, 3005099803-2010-02154, 3005099803-2010-02155, 3005099803-2010-02156, 3005099803-2010-02157, 3005099803-2010-02158 and 3005099803-2010-02159 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system, and eight polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis on (B)(6) 2010. According to the complainant, during the rf procedure, a console error (p1) occurred twice. The first error appeared while ablating at 120 watts approximately seven minutes into the procedure. The physician changed all four pads, but the same error (p1) recurred. At this time, the physician partially retracted the electrode needle until roll-off occurred then re-deployed a few minutes later. The procedure was successfully completed with no patient burns. However, post procedure, brown marks were observed on the patient / gel side of each pad. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.